Manufacturer narrative:
Age at time of event: 18 years or older.   Device evaluated by manufacturer: a visual examination of the returned device found that the device was inserted through a 6 french introducer sheath. The outer sheath was fully retracted and the stent was deployed inside the introducer sheath with 19mm protruding from the introducer sheath. It was noted that the outer sheath was kinked at 232mm from the t-bar connector. During analysis the distal end of the device was withdrawn from the sheath and no issues were noted in movement of the outer sheath along the shaft. The stent was withdrawn from the introducer sheath and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that a stent deployment issue occurred. A 8 x 80mm x 160cm wallstent-uni endoprosthesis self-expanding stent was selected and advanced to treat the lesion. While the stent delivery system was being withdrawn, the shaft slid and the stent opened; however, the shaft retracted and the stent closed again when the system was pulled back. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was deployed and partially protruding from the introducer sheath.